Manufacturer narrative:
MFR inspected the ventillator and found the 5 volt supply at 4.98 volts. Service increased the voltage to 5.1 volts. The is believed to have been the most likely cause of the event as described by the hospital .

Event description:
During normal ventilation, the ventilator went into vent ino condition. Pt bagged x 2. Ventilator turned off and back on an functioned.